Event description:
A ventilator was returned to the manufacturer for service for a "ventilator service required" error message. There was no harm or injury reported. During the evaluation of the device at the manufacture's service center, the complaint was confirmed. Review of the device's event logs revealed "numerous errors at the time of 'ventilator service required' alarm". A critical error (evt_ui_backlight_fail) pertaining to backlight in display failure was observed. The technician recommended replacing the device's display board to address the issue. Additionally, the device's display assembly and oxygen blending module subassembly were replaced to address other error codes discovered. The device's display board, display assembly and oxygen blending module subassembly were returned to the manufacturer's product investigation laboratory (pil) for further evaluation. The pil noted (evt_ui_backlight_fail) error in the event log from the display board. The pil installed the display board on the pil trilogy evo test bed (stb) and powered on the stb. The pil observed that there was no backlight on the stb¿s display assembly, and the stb immediately alarmed for ventilator service required. The (evt_ui_backlight_fail) had recurred. The pil found the voltage across r43 measured 0.29 v. Subsequent resistance testing of r43 yielded an open circuit (ol) reading, indicating that r43 was faulty. Pil concluded that r43 of the display pca was faulty, which caused the (evt_ui_backlight_fail) in the event log. Additionally, the pil found that the display assembly was physically damaged. Pil installed the display onto the pil trilogy evo stb and was able to operate the touch screen before and after running therapy with a test lung for approximately 1 hour. Pil concluded that while physical damage was present, the display assembly operates as designed. Pil tested the obm subassembly on the pil trilogy evo obm test station and the obm passed all testing. Pil concluded that the obm subassembly operates as designed.